Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A pressure test and clear passage under water were performed, and a leak was observed in the first y-site clearlink. An autopsy was performed on the first y-site clearlink, and a hole in the gland was observed. The reported condition was verified. The cause was determined to be related to manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system continu-flo solution set leaked from the y site injection port. This was observed when the nurse was priming prior to patient use. There was no patient involvement. No additional information is available.